Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, aa8302v01, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 15-mar-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different events. This is the first of three reports. Refer to 9611594-2019-00046 for the second event. Refer to 9611594-2019-00047 for the third event. It was reported the cuffs deflated while in the patient. No additional information provided in regards to the patient injury and treatment. Additional information received 26-feb-2019 stated that three tubes were used on this one patient. After three attempts with two of the size 8mm endotracheal tubes and one of size 7.5mm tubes, the anesthesia intubated the patient with an 8.0mm endotracheal tube over bougie without difficulty. The patient was resedated and paralyzed for procedure. It was noted that while there was no patient injury, there was difficulty with intubation. The respiratory therapist reported that cuffs were pre-intubation tested regarding cuff integrity, but still exhibited deflation after intubation. The patient required additional sedation. No additional information as provided.

Event description:
Additional information received 19-mar-2019 stated, "the cuff inflation was pre-checked and found to be ok. Soon after insertion, it deflated. Suspect minor leak. After the 3 attempts, anesthesia was called to intubate with size 8.0 cuff over bougie without difficulty." Patient was stable with no issues.

Manufacturer narrative:
All information reasonably known as of 15-apr-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.